Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿material selection¿. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the ureteral stents product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced stent encrustation, ureteral reflux, infection, and urinary symptoms while using a ureteral stent. Medical intervention was unknown.

Event description:
It was reported that the patient experienced stent encrustation, ureteral reflux, infection, and urinary symptoms while using a ureteral stent. Medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.